Event description:
Patient's mother reported that her son experienced a corneal ulcer while wearing acuvue oasys lenses. The mother reported the patient was given trials of acuvue oasys by his eye care professional (ecp) on (B)(6) 2012. Medical records confirmed that the patient presented at the ecp office on (B)(6) 2012, c/o of a tearing, red, painful os after wrestling practice. Patient stated that he was unable to sleep the night before due to the pain and tearing. The patient used his solution to wet the eye. Visual quality (va) was 20/20 with glasses. Exam noted left eye (os) 3+ injection and a 1mm ulcer, 3mm from the limbus. The patient was prescribed bacitracin ointment (qhs), besivance (1gtt q1hr), and cyclogyl (1 gtt, tid). The patient returned to the office the following day. The tearing was better during the day, becomes more noticeable at night. Exam noted os conjunctiva was white and quiet, and an os ulcer with surrounded edema. The patient was advised to maintain rx dosing. Patient returned for exam the following day and va was 20/25-2 with glasses. Exam noted os improvement, persistent ulcer with surrounding edema. Rx changed to besivance q1hr for another 2 days, then q2hr, cyclogel once or bid for comfort. Follow-up was conducted 4 days later. The patient was still using bactracin qhs and other rx as previously prescribed. Va was 20/20 with glasses. Exam showed an os healed scar. The patient was advised to continue besivance qid for 5 days and then discontinue. Follow-up was conducted a week later and va was 20/20 with glasses. Exam noted os inactive corneal scar. The patient was advised to be refit in a daily contact lens and return to contact lens wear. Ecp office stated that it was unknown if the ulcer was considered infectious, however the treatment was aggressive. As a corneal ulcer may or may not be a serious injury, this event is being reported as worst case.

Manufacturer narrative:
No lot number was available, therefore no device history review can be conducted. Based on all available information, no casual factors can be determined and no conclusion can be drawn. Additional information will be reported within 30 days of receipt. MDR reportable event trends are reviewed quarterly in management review meetings.